Manufacturer narrative:
The reported event for quattro custom luer (lot no 81913) was confirmed. A pinhole leak was observed at the proximal end of medial 2 balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Noticed blood in the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of medial 2 balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was one complaint reported for the quattro catheter with lot no 81913.

Event description:
As reported, upon insertion of the zoll quattro custom luer (lot no 81913) in patients left femoral vein, the user noticed blood in the balloons and normal saline bag got emptied. The procedure was done by the cardiologist and the patient was treated for gi bleed. No known impact or consequence to the patient.